Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was contaminated by mycobacterium chimaera. There is no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication with the customer, livanova learned that the following information: microbial positive results are related to post-disinfection device water samples. 3t device is cleaned regularly as per the instructions for use. Water quality monitoring is applied and also the h2o2 checked. H2o2 is added when the water in the tanks is changed (each 7 days). A disposable pall-aquasafe water filter with 0.2 m membrane is used for tap water and it is replaced on every first day of the month. 3t aerosol collection set is replaced a few times a year. 3t field blue tubing set used with the heater-cooler are not replaced each year. A device service history review was performed and revealed that the unit was installed in 2016 and no similar events were reported. Additionally, no other contamination events were submitted by this customer. Based on the information above, 3t aerosol collection and hc3t field blue tubing sets are not replaced in accordance with device instructions for use. These deviations may have led/contributed to the reported contamination.